Event description:
It was reported that during the procedure to treat a lesion in an unspecified coronary artery, when advancing a 2.0x30 non-abbott balloon dilatation catheter (bdc) over a 014 whisper ms guide wire, the bdc became stuck at the distal end of the guide wire, approximately 10 centimeters from the distal end of the whisper ms. The bdc and the guide wire were removed as a single unit. An attempt was made to advance the same bdc over a new 014 whisper ms guide wire and the bdc became stuck again in the same area of the guide wire and the bdc and the guide wire were removed as a single unit. After both guide wires were removed from the anatomy the physician managed to remove the bdc from the wire. The polymer coating on the guide wires looked scratched and felt rough, but no polymer coating was peeled nor missing from the guide wires. The procedure was completed without issue using a new unspecified guide wire with the same bdc. There were no adverse patient effects and no occurrence of a clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The additional hi-torque whisper guide wire mentioned is being filed under a separate manufacturer report number. Concomitant products: dilatation catheter: 2.0x30mm maverick; guide catheter: 6f (unspecified). The guide wire was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Subsequent to the initial filed medwatch report, the abbott vascular returned goods lab received a whisper ms guide wire with the proximal end of its polymer coating bunched and torn. Additional information received indicated that the site was aware of the bunched and torn material and that the reported scratched and rough polymer coating were intended to describe the observed bunched and torn polymer coating. Reportedly, the bunching and tearing must have occurred in the patient's anatomy, as the non-abbott balloon catheter had only felt resistance on the distal 10 centimeters of the device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The resistance with the balloon catheter, and bunched and torn polymer were able to be confirmed. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.